Event description:
Allegedly, left hip revision surgery due to corrosion (neck had corroded at the neck-stem junction), micromotion, pain and lack of mobility. Laboratory test results revealed elevated serum chromium and blood cobalt levels in the plaintiff.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Section d.4: lot# update/ section h.6: health effect clinical code added.